Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 6.8 cm symptomatic abdominal aortic aneurysm in 2000. Vessel morphology is unknown. No complications were reported during the implant procedure. Final angiography demonstrated no evidence of endoleak. A computerized tomography (CT) scan performed in may 2000 demonstrated no evidence of endoleak, and a slight decrease in aneurysm size as compared to the pre-implant CT scan. A CT scan performed on 10/2000, demonstrated no evidence of endoleak or migration and an aneurysm diameter of 5.4 cm x 6.1 cm. A CT scan performed on 02/2001 demonstrated no evidence of endoleak, and an aneurysm diameter of 5.8 cm x 5.3 cm. A CT scan performed on 10/2001 demonstrated that the stent graft had migrated approxiamtely 0.5 cm to 2 cm below the renal arteries and that the aneurysm had increased in size to 6.4 cm x 5.9 cm. There was no evidence of endoleak. During a follow-up office visit performed on 11/2001, it was reported that there was no increase in aneurysm size, but there was conformation changes in the stent graft associated with stent graft migration. The pysician stated that there was a fairly acute angle at the proximal part of the stent graft. Angiography performed on 02/2002 demonstrated dilatation of the aortic neck with the inability of the stent graft to appose to the proximal aorta. There was significatnt angulation at the proximal aortic neck that would make it difficult to extend the stent graft proximally and achieve a good seal. A CT scan performed on 06/2002 demonstrated a large endoleak at the posterior aspect of the proximal stent graft. The stent graft had migrated slightly distally and anteriorly, and the aneurysm had increased in size to 7.2 cm x 6.6 cm. There was no evidence of anuerysm rupture. In 2002, the stent graft was explanted. The aneurysm was juxtarenal and had angulated, conical neck beginning at the level of the renal arteries. The aneurysm sac was opened, and the stent graft was removed. A conventional graft was anastomosed to the common iliac arteries and the aorta. At the conclusion of the procedure, the patient was making urine and there were palpable femoral pulses. No clinicl sequelae were reported, and the patient is reported to be fine.